Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. In this case, it is likely that as the device was being retracted the tip became caught in the anatomy which was reported totally occluded and calcified, causing resistance and ultimately resulting in the tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the procedure was performed to treat a non-tortuous, chronic totally occluded, and calcified lesion in the popliteal artery. The vessel was prepared with a 4mm atherectomy balloon to rated burst pressure. The reference vessel diameter was 4.5mm. A 45cm sheath was advanced and a 4.5x40mm supera peripheral stent system was advanced without resistance. The introducer sheath was very far to the proximal end of the stent during deployment. It was confirmed under fluoro that the stent emerged from the sheath and was fully released; however, the tip of the device broke off in the patient. Resistance removing the stent system was felt with the anatomy. The tip was explanted during surgery on (B)(6) 2019. The patient is fine. No additional information was provided.